Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient who was receiving unknown drug (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported that on a unspecified date, the patient's device was not working. After a few minutes on the phone call, the family member said that it might be working already but they were not sure. No further information was reported and no complications were reported/anticipated.